Event description:
It was reported that the patient underwent a removal and replacement of an intraocular lens (iol) due to experiencing symptoms of hyperopia. It was stated that there was an incision enlargement during removal of the lens. It was stated that the removal was due to the incorrect diopter lens implanted and not attributed to the product. No complications were reported. The patient was stated to be doing well.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.